Event description:
It was reported that the pt had their device removed because of normal battery depletion. It was noted that the pt also had an infection (not specified). The pt outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.